Event description:
According to the reporter, during a laparoscopic procedure, the device was difficult to toggle, load and unload. As a result, a part of the device's needle broke off, fell into patient's cavity. They looked for the needle piece but could not find it. Completed case anyway.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.